Event description:
It was reported that the patient received inappropriate atp delivery due to post sensed t-wave oversensing. Reprogramming was performed.

Event description:
New information notes the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.